Event description:
A consumer reports that following intraocular lens (iol) implant surgery, she has a wrinkle in her eye. She reports her distance vision is good, but she cannot see to read. The surgeon reports the wrinkle is in the posterior capsule. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 01/16/2008 and 01/18/2008 by phone fax and mail. Pt records were received 01/18/2008. A completed questionnaire has not been returned.